Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure wherein a rechargeable ipg was implanted. The reason was due to unknown pocket site issue. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure wherein a rechargeable ipg was implanted. The reason was due to unknown pocket site issue.